Event description:
The physician reported that after an external cardio version, no pacing and no telemetry or magnet-reaction could be observed. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B) (4), this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Analysis is pending.